Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, a capsule ID mismatched and displayed an error message on the recorder. The account confirmed that a repeat procedure was necessary. No other known adverse events were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: one device was received for evaluation. Following successful calibration, the user accidently clicked back onto the calibration menu instead of "start study." As such, the calibration capsule was clicked again. After this, the record study was pressed. This led to the reported condition. A review of the device history records for the provided lot / serial number was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the reported event were within specified limits at the time of release.